Event description:
During an orif of the pelvis procedure, the depth gauge was not working. The ball bearing was missing inside of the depth gauge. The ball bearing may have fallen out during the sterile process.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies.